Manufacturer narrative:
The following fields have been updated for device evaluation and correction: h6, h11 and h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie map showed a different location for medications than it should. A technical support specialist assisted some steps to customer and reconfiguration done by customer side it team and the customer confirmed there were no more issues in the station and granted to close this case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie map showed different location for medications. The customer indicated that there is no clinical risk associated with the reported issue; however, the implications can be significant if an incorrect map is shown during the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie map showed different location for medications. The customer indicated that there is no clinical risk associated with the reported issue; however, the implications can be significant if an incorrect map is shown during the medication dispensing process. There were no adverse events or injuries reported based on this event.